Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the physician observed high pacing impedance and loss of capture. Diagnostic imaging was inconclusive. The issue was resolved by reprogramming. The patient was stable and experienced no adverse health consequences.